Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery/out of box, the tubing was kinked in the arterial line. This occurred on two occasions; however, no information was provided for the other event. This did not cause a delay in the surgery.

Manufacturer narrative:
Terumo has not received the actual device and will be submitting a follow-up report when more information becomes available. (B)(4).